Event description:
Information received from the field notes that during a routine follow-up, the device was found to be in back-up mode. A software download restored function but the measured battery data was 2.30 v, 199 ua, and <1 kohms. Recalibration of the measured data was not successful. The patient was not pacemaker dependent.